Manufacturer narrative:
Additional information: a1, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, after the device was properly connected, the device did not function. The monopolar pencil remained in active coagulation mode without the activation button being pressed, indicating self-activation. The activation button or switch stick was not in the on position. There was direct damage as device no longer works, device was replaced and the procedure was completed without further issues. There was a delay of just a few minutes in patient care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, after the device was properly connected, the device did not function. The monopolar pencil remained in active coagulation mode without the activation button being pressed, indicating self-activation. The activation button or switch stick was not in the on position. There was direct damage, the device was replaced, and the procedure was completed without further issues. There was a delay in patient care.